Event description:
Caller reported a cgm error 42. Blood glucose level was reported at a specific value, indicating it was within the normal range. Cts provided complete pump reset information, and the caller was guided through the pump reset process. Following the reset, the cgm error did not reoccur, and the caller successfully started the sensor session.